Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, mid, left anterior descending (lad) artery after pre-dilatation with a 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) the 3.0 x 28 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion. The device met resistance during removal and the device was damaged but was removed without reported issue. A 3.0 x 23 mm xience pro sds was advanced but could not cross the lesion and the proximal shaft was noted to have separated and the stent was damaged. There was no reported adverse patient effect. The procedure was completed using balloon dilatation angioplasty. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The other xience pro referenced is being filed under a separate manufacturing report #.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was able to be confirmed. The reported failure to advance and the reported difficulty removing the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar kink, failure to advance and difficulty removing the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.